Event description:
A discrepant low aptt clotting time result was reported on a patient sample. After the discrepancy was discovered, the same sample was repeated and a more prolonged result was obtained. The patient was treated on the basis of the initially discrepant low result. The patient's heparin dosage was increased. The heparin dosage was re-adjusted after the discrepancy was identified. There is no report of adverse outcome to the patient as a result of the falsely low result and treatment.

Manufacturer narrative:
The cause of the falsely depressed aptt result reporting was user error. The account reports that the discrepant low aptt result was resulted to the floor because a wrong ID was manually entered into the software and autoverified. When the correct tube was run and had a prolonged appt result, the result was not resulted because the discrepant result had already been reported. The instrument and software is performing within specifications. No further evaluation of the device is required.